Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed the vial-mate device was leaking between the blue port adapter and the white vial gripper area. Damage was observed on the vial crimp as well as multiple potential cannula entries in the vial stopper. Functional testing was performed and revealed a leak with the device. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a vial-mate adaptor. The reporter stated that the leak was observed between the blue and white sections of the adapter device body. The customer stated it occurred "multiple times". This event occurred during filling of the device. There was no patient involvement. No additional information is available.